Event description:
It was reported that 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: the nurses have attempted to give vaccines and they are sticking and will not advance the medication.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-oct-2022 . H6: investigation summary nine hundred and eighty-eight samples in sealed packaging blisters were provided to our quality team for investigation. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One hundred fifteen samples expelled the solution with a normal flow. Ten samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: the nurses have attempted to give vaccines and they are sticking and will not advance the medication.